Event description:
In 2001, the physician achieved arteriotomy closure with the closer tsl 6fr device following an interventional procedure. The right femoral groin was closed without event. There was no hematoma post procedure, but a few days after returning home the pt developed some discomfort and swelling of the right groin which was evaluated on outpatient basis to be hematoma. An ultrasound was performed on right groin and found to be normal. Four days later, the pt felt systemically ill with malaise and anorexia but no fever. Felt stiffness and pain to right knee which attributed to jumping off a combine the day before. Later on the same day, the pt presented in ER with a 102 degree fever. The pt's right knee was tapped. Rec'd steroid injection to right knee. Noted to have bloody drainage from right groin. Blood culture was positive for strep. The pt was started on IV ceftriaxone, vancomycin and nafcillin. The nexy day, the pt presented to the hosp with diagnosis of bacteremia, uti. The following day, a small hematoma was drained with no evidence of pseudoaneurysm. Two days later, the pt went to surgery, where an infected hematoma was found draining. This was dissected off the femoral artery down to where the closer suture could be seen. The dissection continued toward a large hole in the artery itself when the phlegmon was removed. Following surgery, the pt was sent home with no further complications.